Manufacturer narrative:
The initial reporter zip is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were receiving an alarm 113(reduced water temperature control) on the arctic sun device during therapy. They have already swapped the device on the patient but nurse wanting to troubleshoot the device. Nurse provided s/n# (B)(6). Explained if they were able to call in real time while the device was on the patient, they can try to troubleshoot so that they do not have to swap the device out. Additionally, with it no long on the patient, they were unable to see the diagnostics from the actual case therapy. Confirmed targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.5c, and nurse stated water flow rate (wfr) was 0.9 l/min. Had nurse placed device in manual control set to 4c. Diagnostics, outlet monitor temperature (t1) was 10.2c, outlet control temperature (t2) was 10.1c, inlet temperature (t3) was 11.7c, chiller temperature (t4) was 8.1c, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage. System hours 1,019, and pump hours 968. After a few minutes water temperature 8c. Had nurse adjust manual control target water temperature to 42c. Waited about 5 minutes, outlet monitor temperature (t1) was 31c, outlet control temperature (t2) was 31.2c, 33.1c, chiller temperature (t4) was 6.8c, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 47 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage. After another few minutes water temperature (wt) up to 33c and still rising. Discussed water flow rate and correlation to heater function, explained it could be that the flow rate dropped a little and the heater was unable to fully function which led to the alarm 113. Device appears to be working.

Manufacturer narrative:
The reported issue was unconfirmed. A root cause could not be definitively identified. They have already swapped the device on the patient but nurse wanting to troubleshoot the device. Nurse provided s/n# (B)(6). Explained if they were able to call in real time while the device was on the patient, they can try to troubleshoot so that they do not have to swap the device out. Additionally, with it no long on the patient, they were unable to see the diagnostics from the actual case therapy. Confirmed targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.5c, and nurse stated water flow rate (wfr) was 0.9 l/min. Had nurse placed device in manual control set to 4c. Diagnostics, outlet monitor temperature (t1) was 10.2c, outlet control temperature (t2) was 10.1c, inlet temperature (t3) was 11.7c, chiller temperature (t4) was 8.1c, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage. System hours 1,019, and pump hours 968. After a few minutes water temperature 8c. Had nurse adjust manual control target water temperature to 42c. Waited about 5 minutes, outlet monitor temperature (t1) was 31c, outlet control temperature (t2) was 31.2c, 33.1c, chiller temperature (t4) was 6.8c, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 47 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage. After another few minutes water temperature (wt) up to 33c and still rising. Discussed water flow rate and correlation to heater function, explained it could be that the flow rate dropped a little and the heater was unable to fully function which led to the alarm 113. Device appears to be working. Per follow up information received via mail on 27mar2025, the device will not be sent in for a bd-approved facility for evaluation, not required. The bd representative was onsite and called the us tech services hotline. The engineer from the us walked through the functionality steps to determine if there was an issue with the functioning of the arctic sun. There was no issue, and all tests passed. The device was deemed fit to return for use. The issue was resolved. Following successfully passing the functionality tests it was deemed that there was no need for repair and the device was functioning appropriately. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Corrections: b, g, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were receiving an alarm 113 (reduced water temperature control on the arctic sun device during therapy. They have already swapped the device on the patient but nurse wanting to troubleshoot the device. Nurse provided s/n# (B)(6) . Explained if they were able to call in real time while the device was on the patient, they can try to troubleshoot so that they do not have to swap the device out. Additionally, with it no long on the patient, they were unable to see the diagnostics from the actual case therapy. Confirmed targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.5c, and nurse stated water flow rate (wfr) was 0.9 l/min. Had nurse placed device in manual control set to 4c. Diagnostics, outlet monitor temperature (t1) was 10.2c, outlet control temperature (t2) was 10.1c, inlet temperature (t3) was 11.7c, chiller temperature (t4) was 8.1c, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage. System hours 1,019, and pump hours 968. After a few minutes water temperature 8c. Had nurse adjust manual control target water temperature to 42c. Waited about 5 minutes, outlet monitor temperature (t1) was 31c, outlet control temperature (t2) was 31.2c, 33.1c, chiller temperature (t4) was 6.8c, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 47 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage. After another few minutes water temperature (wt) up to 33c and still rising. Discussed water flow rate and correlation to heater function, explained it could be that the flow rate dropped a little and the heater was unable to fully function which led to the alarm 113. Device appears to be working. Per follow up information received via mail on 27mar2025, the device will not be sent in for a bd-approved facility for evaluation, not required. The bd representative was onsite and called the us tech services hotline. The engineer from the us walked through the functionality steps to determine if there was an issue with the functioning of the arctic sun. There was no issue, and all tests passed. The device was deemed fit to return for use. The issue was resolved. Following successfully passing the functionality tests it was deemed that there was no need for repair and the device was functioning appropriately.